Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: daily insulin delivery totals appear inconsistent due to time/date issue. Audible tones function properly. Pump passed delivery accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging an audio tone/vibration (intermittent sound) issue. Customer support (cs) completed troubleshooting and the alarm was not emitted three times in the last day 30 days. The reporter stated that the patient had a blood glucose of 565mg/dl with difficulty waking up and moderate level of ketones. The patient was taken to the emergency room and treated with IV fluids. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.